Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device no longer working. Two weeks later the reservoir of the ipp device was explanted due to holes. It is believed that the holes occurred after the device was in use. A new ipp reservoir was implanted.

Manufacturer narrative:
Device evaluation: product analysis was unable to confirm the reported events related to hole in reservoir and mechanical issue as sharp instrument damage was identified; however, it cannot be confirmed when and/or how this damage occurred. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of "cause not established" was chosen because the reported events could not be confirmed nor substantiated through investigation of the reservoir.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device no longer working. Two weeks later the reservoir of the ipp device was explanted due to holes. It is believed that the holes occurred after the device was in use. A new ipp reservoir was implanted.